Event description:
It was reported that the device showed an error. The event occurred before patient in use, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the issue. It was determined that the defective main board was the root cause. The main board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.